Event description:
First 45 blue load stapler on stomach misfired as staple gun broke. The misfire tore the stomach pouch in the location needed to do anastomosis. This misfire had to be resected and oversewn by hand, increased risk for leak.